Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The proximal body and anchor plug are intact on the device and part of the distal tip is detached from device. The anchor plug when pushed all the way out still has the other broken part of the distal tip. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. An analysis of the customer provided image revealed that the distal tip is broken from device and lying beside it. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Per the complaint details, the loose pieces of the implant were removed using a suture manipulator. The intake form and the photo provided support the complaint. However, no other supporting documentation was provided, to perform a thorough medical investigation. The healicoil knotless pk nst instruction for use warns; ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ based on the information provided, the procedure was completed with a s+n back up device in the original bone hole, no additional bone hole was required. Since there was no significant delay or other complications reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff surgery the implant was loaded with 4 ultrabraid sutures (from a healicoil regenesorb anchor). As the surgeon slid the implant towards the desired location, the tip of the implant suddenly broke off. The loose pieces were removed using a suture manipulator. No void was left in the patient. The procedure was completed with a s+n back up device. The backup device was used in the original bone hole, no additional bone hole was prepared. No significant delay and no further complications were reported.